Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2017 with the following findings: review of the black box data revealed evidence of unacknowledged replace cartridge alarm on (B)(6) 2016 at 05:28 resulting in a replace battery alarm. No moisture/corrosion was observed in the battery compartment and no damage was found to the battery or returned battery cap. The returned battery cap fully tightened to the pump and power it on. The pump¿s electrical current draws measured within specification. A "battery life" issue was not duplicated during testing. The pump was opened for further investigation and did not reveal any evidence of moisture or loose components inside pump. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump repeatedly emitted low battery warnings. The reporter allegedly used multiple different batteries; however, the warnings persisted. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.